Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor gave calibration error alerts. The blood glucose reading was 4.2 mmol/l. A sensor error alert occurred after initialization. The sensor appeared to be fully inserted and flat against the skin. There was blood at the site. The sensor was removed and cannula missing. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor performed visual inspection and found sensor cannula bent (retracted) inside sensor. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Also found needle slightly bent.